Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The caller stated that she experienced bleeding for 7 weeks after her delivery. [Device ineffective] . The caller stated that she experienced bleeding for 7 weeks after her delivery. [Vaginal haemorrhage] . Ultrasound which showed that she still have products of conception left in her uterus¿ [wrong technique in device usage process] . Case narrative: this spontaneous report originating from united states was received from a non-pregnant 33-year-old female patient referring to herself. The patient's pertinent medical history included interstitial cystitis and season asthma. The patient's drug reactions/allergies included hydromorphone hydrochloride (dilaudid) and doxycycline (doxycycline). Concomitant therapies included hyoscyamine sulfate, methenamine, methylthioninium chloride, phenyl salicylate, phosphoric acid sodium (uribel) and nitrofurantoin (nitrofurantoin). This report concerns 1 patient(s) and 2 devices. On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intravaginal route (lot # and expiration date were not reported) for postpartum hemorrhage. After the first vacuum-induced hemorrhage control system (jada system) was removed the clots were removed and then another vacuum-induced hemorrhage control system (jada system) was inserted, and a large clot was removed at that time. The caller stated that she experienced bleeding for 7 weeks after her delivery (device ineffective) (vaginal haemorrhage). The patient had bloodwork and an ultrasound which showed that she still had products of conception left in her uterus (wrong technique in device usage process) and the caller stated that she had to have a dilation and curettage (d and c) on (B)(6) 2024. The patient sought medical attention. The patient was concerned about her continued vaginal bleeding. As per consumer, she continued to had gushes of blood clots that her provider cannot identify a reason for this issue. It's not an hourly sanitary napkin saturation but it had been difficult to care for a baby and a toddler with this issue. Provider did obtain blood sample and consumers blood count was below normal but not urgent enough for transfusion. She did have the same issues with postpartum hemorrhage after her first child was born and required a dilation and curettage (d and c) at that time as well. Provider has scheduled consumer for another ultrasound in (B)(6), but consumer was still concerned and wanted information about if not removing clots prior to the use of vacuum-induced hemorrhage control system (jada system) could cause this continuing bleeding and blood clots. The outcome of the event device ineffective unknown and vaginal haemorrhage was not recovered/not resolved. The reporter's causality between vaginal haemorrhage and vacuum-induced hemorrhage control system (jada system) was not reported. Upon internal review, the events vaginal haemorrhage and device ineffective was determined to be serious due to medically significant and the event device ineffective determined to be serious due to required intervention (devices). This case was linked to same patient linked case included (first vacuum-induced (jada system) with which she experienced "she "went into shock" when it was removed (shock), caller was still bleeding (device ineffective), hcp inserted the jada "without clearing out clots or any products of conception. (Reported in oars # (B)(4)). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
The caller stated that she experienced bleeding for 7 weeks after her delivery. [Device ineffective]. The caller stated that she experienced bleeding for 7 weeks after her delivery/continues to have gushes of blood clots [vaginal haemorrhage]. Ultrasound which showed that she still have products of conception left in her uterus¿ [wrong technique in device usage process]. Case narrative: this spontaneous report originating from united states was received from a non-pregnant 33-year-old female patient referring to herself. The patient's pertinent medical history included interstitial cystitis and season asthma. The patient's drug reactions/allergies included hydromorphone hydrochloride (dilaudid) and doxycycline (doxycycline). Concomitant therapies included hyoscyamine sulfate, methenamine, methylthioninium chloride, phenyl salicylate, phosphoric acid sodium (uribel) and nitrofurantoin (nitrofurantoin). This report concerns (B)(4). On (B)(6) 2024, the patient was placed with vacuum-induced hemorrhage control system (jada system) 2.0 via intravaginal route (lot # and expiration date were not reported) for postpartum hemorrhage. After the first vacuum-induced hemorrhage control system (jada system) was removed the clots were removed and then another vacuum-induced hemorrhage control system (jada system) was inserted, and a large clot was removed at that time. The caller stated that she experienced bleeding for 7 weeks after her delivery (device ineffective) (vaginal haemorrhage). The patient had bloodwork and an ultrasound which showed that she still had products of conception left in her uterus (wrong technique in device usage process) and the caller stated that she had to have a dilation and curettage (d and c) on (B)(6) 2024. The patient sought medical attention. The patient was concerned about her continued vaginal bleeding. As per consumer, she continued to had gushes of blood clots that her provider cannot identify a reason for this issue. It's not an hourly sanitary napkin saturation but it had been difficult to care for a baby and a toddler with this issue. Provider did obtain blood sample and consumers blood count was below normal but not urgent enough for transfusion. She did have the same issues with postpartum hemorrhage after her first child was born and required a dilation and curettage (d and c) at that time as well. Provider has scheduled consumer for another ultrasound in august, but consumer was still concerned and wanted information about if not removing clots prior to the use of vacuum-induced hemorrhage control system (jada system) could cause this continuing bleeding and blood clots. The outcome of the event device ineffective unknown and vaginal haemorrhage was not recovered/not resolved. The reporter's causality between vaginal haemorrhage and vacuum-induced hemorrhage control system (jada system) was not reported. Upon internal review, the events vaginal haemorrhage and device ineffective was determined to be serious due to medically significant and the event device ineffective determined to be serious due to required intervention (devices). This case was linked to same patient linked case included (first vacuum-induced (jada system) with which she experienced "she "went into shock" when it was removed (shock), caller was still bleeding (device ineffective), hcp inserted the jada "without clearing out clots or any products of conception. (Reported in oars # (B)(4)). When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed. Medical device reporting criteria: serious injury. This is an amendment report. As reported causality for the event vaginal hemorrhage was updated from not assessed to unknown. 'Continues to have gushes of blood clots' was added as additional verbatim for the event vaginal hemorrhage.